Event description:
Patient uses an omnipod insulin pump. It has its own large volume syringe to fill the pump with insulin. Patient inadvertently gave herself 200 units of short acting insulin to herself by subcutaneous route. Admitted to ICU (intensive care unit) for IV d10 (intravenous dextrose 10% solution) monitoring of glucose and bolusing as needed. Company should consider safeguards like smaller volume syringes.